Manufacturer narrative:
Received 8 samples of lot ngqh2912 (manufacturing lot # pw542) and 2 samples of lot 76hm0766 (manufacturing lot # ar226). The reported event was confirmed as use-related. Per the visual inspection, the samples were examined and found what may be evidence of ozone damage. Factors which may contribute to this problem are storage in excessive heat or cold, or storage near fluorescent lighting, electric motors or ozone generating equipment (i.e., x-ray equipment). For this reason, latex products should not be stored in close proximity to any of these electrical devices or equipment. Such products should be stored in their original cartons with the end flaps closed, away from direct lighting and extreme temperatures and should be rotated to ensure that the oldest products are used first. Could not attribute the reported condition to a manufacturing-related process. The lot number is unknown; therefore, the device history record could not be reviewed. However, a device history record review was performed on the stock sample lots received for evaluation. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the rubber was cracking around the rubber tubing of the inflation port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the rubber was cracking around the rubber tubing of the inflation port.